Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 bi-v ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was concern for battery longevity of an implantable cardioverter defibrillator (ICD) related to the use of a remote monitor. It was also reported that the patient heard alert tones from the ICD and felt "weird" when the remote monitor was plugged in. Technical services (ts) explained that the ICD was programmed for home monitoring; however, the remote monitor was not kept connected to the device. This resulted in the ICD frequently searching for connection and early battery depletion. The ICD was explanted and replaced. The monitor will not be returned at this time. No patient complications have been reported as a result of this event.